Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reported event could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a diagnostic bronchoscopy procedure, some parts fell off the biopsy valve. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h5. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.